Event description:
It was reported the patient (B)(6) was not receiving effective stimulation due to lead migration. The patient underwent revision surgery on (B)(6) 2013, where the lead was repositioned. It was noted the scs anchor hook had broken, twisted itself on the suture and therefore unlocked. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.